Event description:
It was reported that the patient presented in clinic due to receiving several appropriate shocks from their implantable cardioverter defibrillator (ICD) that failed to convert the patient's arrhythmia. The arrythmia was converted via administering medication. Additionally, it was noted that the ICD inappropriately switched to backup (bvvi) mode due to a hardware reset which resulted in loss of defibrillation therapy. The ICD was reprogrammed successfully, and the patient left in stable condition.

Manufacturer narrative:
Correction: b1 - adverse event should have been selected.